Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that balloon hole issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During procedure, it was noted that the balloon was leaking air through air holes from the tip of the device in the lesion. A visible pinhole was noted and there is a hole on the outer shaft. The procedure was completed with another of the same device. There were no patient complications and patient was stable post procedure.